Manufacturer narrative:
Results/conclusions: is based upon evaluation of user facility information & the returned sample; is based upon testing of reserve sample and undamaged sections of the returned sample. The involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed that: the guide wire had been fractured at approximately 31mm from the distal end; electron microscopic inspection of the fracture cross-sections revealed that the outer layer had been stretched and the edge of the fracture was slightly bent; and measurement confirmed none of the urethane coating had completely detached. Evaluation of undamaged sections of the returned device confirmed no evidence of abnormalities or defects. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a guidewire defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with guidewire damage due to continued manipulation of the device against resistance. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "manipulate the headliner slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel."; "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions; and "failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire was sheared during a procedure. Communication with the user facility confirmed the following: the tip of the wire was noted to have become detached in the patients right carotid artery during the procedure; the detached material was retrieved from the artery using a nest technique; and there was no impact to the patient as a result of the event.